Manufacturer narrative:
The outcomes attributed to the adverse event has been updated/corrected. The type of reportable event has been updated/corrected. (B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that the catheter was explanted on 2014 (B)(6). It was reported that it was ¿just found in theatre at routine pump change.¿ a hole was found in catheter at pump pocket. Pocket filled with fluid, ¿mix of drug with csf (cerebral spinal fluid).¿ there were no patient injuries; the patient status after the device was removed was ¿recovered without sequel.¿ no studies were performed. The pump system was delivering lioresal.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), explanted: 2014 (B)(6); product type catheter. (B)(4).

Event description:
It was later reported, per operative notes, that the ¿old¿ pump lay in clear fluid that was consistent with csf. Tthe hole in the spinal catheter was resected and a short segment catheter was used to re-establish connection to the new pump, after the pump was filled with baclofen. It was programmed to purge the dead space of the pump, prior to the re-connection, but not the catheter, which was freely leaking csf (therefore probably not containing baclofen).

Manufacturer narrative:
Analysis of the catheter revealed catheter body, hole caused by deep abrasion.